Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal loaded but did not deploy properly. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010 for investigation. A visual inspection revealed that the delivery tube was returned alone with the tension spring assembly inside the deployment tube. The seal was outside the deployment tube but intact. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. Based upon the received condition of the device, the reported complaint ¿seal did not deploy properly¿ was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. Internal file number ¿ (B)(4).